Manufacturer narrative:
(B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed.

Event description:
Additional information received on 10 may 2018: on (B)(6) 2018, the peg tube was surgically removed. It was reported that the patient would be administered oral duodopa therapy until a new gastric stoma site would be performed. In (B)(6) 2018 during a superior digestive endoscopy, it was seen that the buried bumper syndrome resolved.

Manufacturer narrative:
Reference record (B)(6). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome, erosive gastritis, and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017 while undergoing a jejunal tube replacement via endoscopically, a buried bumper and antral erosive gastritis were discovered. It was also reported that the patient had an infection at the stoma level. The physician postponed the surgery for the buried bumper and duodopa therapy was continued. It was reported that the buried bumper, antral erosive gastritis, and infection at the stoma level did not prolong hospitalization. In (B)(6) 2017, the infection at the stoma level resolved.

Manufacturer narrative:
(B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.

Event description:
Additional information received on (B)(4) 2018: on (B)(6) 2018, the patient experienced gastrostomal bleeding. A surgical consult was done and the patient was scheduled for surgery to resolve the buried bumper on (B)(6) 2018. Duodopa therapy was not interrupted.